Manufacturer narrative:
The device has been received at the MFR for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the shaft of the device broke off the device during the course of a procedure. There were no adverse consequences, no medical intervention and no delay reported. A back-up device was used to complete the procedure. There are no reports that the device entered the surgical site. If further info is obtained a follow-up report will be submitted.